Event description:
Information was received from a patient who was receiving unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the patient had lack of efficacy due to the catheter being broken. There was no environmental/external/patient factors that may have led or contributed to the issue noted. The catheter was revised and part of the catheter was left in the intrathecal space. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.